Event description:
Baxter svc ctr reports leak in cassette of homechoice set used for apd therapy. Leak was identified by svc ctr when moisture was noted in pneumatic area of retured homechoice device. No pt injury was reported at time of device return.